Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a cause for the reported cardiac arrest and death. Cardiac arrest and death are listed in the instructions for use as known possible complications associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Date of death is estimated.

Event description:
This is filed to report cardiac arrest and death. It was reported that on (B)(6) 2021, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4+. A restricted posterior leaflet was present. It was noted the patient had uremia and was on dialysis. One clip was deployed on the mitral valve, reducing mr to a grade of <1. On (B)(6) 2021, the patient returned to the hospital due to heart failure symptoms. It was noted the clip was stable on the leaflets and mr had not increased. On (B)(6) 2021, the patient experienced a ventricular fibrillation attack. CPR and defibrillation were immediately performed. The patient was transferred to the intensive are unit (ICU) and was reliant on a breathing machine. The physician was not positive if the clip caused or contribute to the ventricular fibrillation attack. On an unknown date, the patient passed away. The physician was unable to determine if the implanted caused or contributed to the death. No additional information was provided.